Event description:
It was reported that syringe sftygld 1ml w/ndl 27x1/2 rb had foreign matter. The following information was provided by the initial reporter: the safety mechanism seems flimsy and barely covers the needle.

Manufacturer narrative:
The following fields were corrected. D10: device available for eval no. D10: returned to manufacturer on: na. H6: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a 1ml, 13mm, 27g bd safetyglide syringes from lot # 1046698 regarding item # 305945 with the reported issue that the ¿safety mechanism seems flimsy and barely covers the needle¿. The photo was examined and the safety mechanism appears to cover the cannula. However, it is difficult to determine of the safety mechanism has fully engaged properly solely from the attached photo without the physical sample. A review of the device history record was completed for batch# 1046698. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe sftygld 1ml w/ndl 27x1/2 rb had foreign matter. The following information was provided by the initial reporter: the safety mechanism seems flimsy and barely covers the needle.